Event description:
It was reported that a dexcom g7 sensor initially failed to pair with the ilet but successfully paired upon live support engagement, indicating an intermittent pairing issue between the cgm and the pump. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact to therapy, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education focused on pairing workflow. Investigation of this case revealed a transient communication or setup issue that resolved during the call, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or transient connectivity conditions rather than a device failure.